Event description:
It was reported that the pump touch screen will randomly time out and pump needs to be reset. There was no reported adverse impact to customer¿s blood glucose level. The customer declined troubleshooting from tandem technical support regarding the issue. No additional patient or event information was available.